Manufacturer narrative:
The product analysis indicates that the reported issue could not be verified. The wave washers were replaced due to a loose cable clip. The device was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient interface was not working properly. There was no patient impact. Requests for additional information have been made with no additional information received.